Event description:
A bhcg result of 0.0 miu/ml was reported out of the laboratory. The woman was 12 weeks pregnant. The physician questioned the result. The original sample was discarded, therefore a rerun was not possible. A second sample was drawn and resulted as 94,396 miu/ml. The customer stated the 0.0 result was due to the incorrect specimen being run. There was no impact to the pt. No report of impact to pt management.